Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge svc rep evaluated the system and instructed customer on proper use of brightness/contrast settings. The system operates as intended.